Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while attempting to fill the cartridge with insulin. Reportedly, the customer attempted to fill the cartridge with more force, and insulin began leaking from the cartridge. Customer loaded a new cartridge onto the pump and was able to load 150 units of insulin before experiencing resistance again. Customer continued to use the cartridge without further issues. Customer's blood glucose level was 190 mg/dl.